Event description:
It was reported that the patient was presented for routine device replacement. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced. Patient was in stable condition post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.